Event description:
Based on additional information received on 18-apr-2018 from a patient's lawyer, this case initially assessed as non-serious was upgraded to serious as serious event of infection (seriousness criteria: life threatening) was added. This unsolicited case from united states was received on (B)(6) 2017 from the patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency the patient experienced chills, fever, could not bear weight on knee/ cannot put any pressure on knee, drags leg, cannot kneel, swelling three times normal, joint pain and redness and infection. No relevant medical history, past drugs and concurrent condition was reported. Patient had a unspecified steroid injection about 2 months prior. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at the dose of 6 ml, once (lot number: 7rsl02 and expiration date: not reported) for right knee osteoarthritis. The knee was worse now than prior to the injection. Patient received the injection at the physician's office. Patient was having swelling three times normal, joint pain, redness, warmth, chills, and fever after the injection. The knee was also "super sensitive" and could not bear weight on the knee. Patient was told to go to the emergency room (ER) by the physician's office. The nurse said that it sounded like patient had all the symptoms of an infection from the recalled lot. The nurse thought the lot patient was told she received was "7rsl02". At the ER, patient had blood work done, x-ray and ultrasound to rule out a blood clot. Patient was at the ER for about 5 hours. Patient was told the blood work was normal. Patient was in a lot of pain and received norco. There has not been any fluid drawn off the knee. Patient was able to bear weight on the knee prior to the injection. Now patient cannot kneel or put any pressure on the knee. Patient now dragged her leg. Patient had been prescribed pain killers. The doctor wanted to watch it for a month. Patient was told that the injection did not help her knee and might have aggravated the state that the knee was already in. Patient had never received viscosupplementation. Patient went to pt and uses ice after pt. Patient started pt three or four weeks after the injection, around thanksgiving. Patient described the health as "excellent" except for being overweight and for the knee problem. Patient did not pay too much attention to the injection process, and does not know how long the package was open prior to receiving the injection. The doctor froze the area with spray. Patient only remembered one needle. The product patient received was supplied by her doctor's office. On an unknown date, after unknown latency, patient had crippling life threatening infection for which she was still under medical care. Corrective treatment: hydrocodone bitartrate/paracetamol (norco) for swelling three times normal and joint pain; not reported for rest outcome: unknown for fever, infection; not recovered for rest a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Follow up information was received on 01-feb-2018. No new information received. Additional information was received on 18-apr-2018 from a patient's lawyer. This case initially assessed as non-serious was upgraded to serious as serious event of infection (seriousness criteria: life threatening) along with details was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 18-apr-2018: this case concerns a patient who received synvisc one and later experienced a life threatening infection. Based on the available information, the causal role of the event was assessed as related as temporal relationship is established with the suspect product. However, more information on the contaminated product, updated lot number, technique of injection and whether aseptic conditions were maintained during the injection will provide a comprehensive assessment of this case.

Event description:
Infection [infection]. Medial meniscus, posterior horn derangement, right [derangement of posterior horn of medial meniscus]. Chondromalacia of patella [chondromalacia of patella]. Chondromalacia, right knee/chondromalacia of medial condyl of right femur [chondromalacia]. Joint pain/medial joint line tenderness/right knee pain [arthralgia] ([condition aggravated]). Chills [chills]. Fever [fever]. Could not bear weight on knee/ cannot put any pressure on knee [weight bearing difficulty]. Drags leg/antalgic gait [walking difficulty]. Cannot kneel [joint range of motion decreased]. Unexpected weight change [weight abnormal]. Leg swelling [swelling of legs]. Genitourinary frequency [urinary frequency]. Genitourinary urgency [urinary urgency]. Little difficulty sitting down, standing from chair, moving from lying on back to sitting on side of bed, moving to fro from bed to chair, to walk in hospital room, climbing 3-5 steps with railing [activities of daily living impaired]. Headaches [headache] . Extensive synovitis of femoral notch [synovitis]. Failed to provide adequate relief [device ineffective]. Redness [injection site joint erythema]. Swelling three times normal [swelling of r knee] ([condition aggravated]). Case narrative: based on additional information received on (B)(6) 2018 from a patient's lawyer, this case initially assessed as non-serious was upgraded to serious as serious event of infection (seriousness criteria: life threatening) was added. This unsolicited legal case from united states was received on (B)(6) 2017 from the patient. This case concerns a 53-year-old female patient who received treatment with synvisc one injection and after unknown latency the patient experienced chills, fever, could not bear weight on knee/ cannot put any pressure on knee, drags leg/antalgic gait, cannot kneel, swelling three times normal, joint pain/medial joint line tenderness/right knee pain, redness and infection, medial meniscus, posterior horn derangement, right, chondromalacia of patella, chondromalacia, right knee/chondromalacia of medial condyl of right femur, failed to provide adequate relief, unexpected weight change, leg swelling, genitourinary frequency, genitourinary urgency, headaches, extensive synovitis of femoral notch, little difficulty sitting down, standing from chair, moving from lying on back to sitting on side of bed, moving to fro from bed to chair, to walk in hospital room, climbing 3-5 steps with railing. Patient was reported to have anemia. On (B)(6) 1993 patient had tubal ligation. Patient had exercise intolerance due to knee discomfort, endometriosis (s/p surgery tah), tetanus toxoid immunization, flu vaccine immunization. On (B)(6) 2017, it was noted that patient was hard to intubate, had malignant hyperthermia due to anesthesia and robot assisted laparoscopic robotic assisted abdominal hysterectomy with bilateral salpingo oophorectomy, fibroid (bleeding) (uterine). On an unknown date in jul-2017, patient had knee injury and knee pain. On (B)(6) 2018, patient was noted to have a sulfa allergy (reaction: hives) and tetracycline allergy (reaction nausea and drowsiness). Patient had a unspecified steroid injection about 2 months prior. Patient's mother had alzheimer's disease and brother had prostate cancer. Patient was non-smoker and non-alcoholic. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at the dose of 6 ml, once (lot number: 7rsl02 and expiration date: not reported) for right knee osteoarthritis. The knee was worse now than prior to the injection. Patient received the injection at the physician's office. Patient was having swelling three times normal, joint pain, redness, warmth, chills, and fever after the injection. The knee was also "super sensitive" and could not bear weight on the knee. Patient was told to go to the emergency room (ER) by the physician's office. The nurse said that it sounded like patient had all the symptoms of an infection from the recalled lot. The nurse thought the lot patient was told she received was "7rsl02". At the ER, patient had blood work done, x-ray and ultrasound to rule out a blood clot. Patient was at the ER for about 5 hours. Patient was told the blood work was normal. Patient was in a lot of pain and received norco. There has not been any fluid drawn off the knee. Patient was able to bear weight on the knee prior to the injection. Now patient cannot kneel or put any pressure on the knee. Patient now dragged her leg. Patient had been prescribed pain killers. The doctor wanted to watch it for a month. Patient was told that the injection did not help her knee and might have aggravated the state that the knee was already in. Patient had never received viscosupplementation. Patient went to pt and uses ice after pt. Patient started pt three or four weeks after the injection, around thanksgiving. Patient described the health as "excellent" except for being overweight and for the knee problem. Patient did not pay too much attention to the injection process, and does not know how long the package was open prior to receiving the injection. The doctor froze the area with spray. Patient only remembered one needle. The product patient received was supplied by her doctor's office. On an unknown date, after unknown latency, patient had crippling life threatening infection for which she was still under medical care. On 28-feb-2018, patient reported to have sharp and stiff pain 10/10 which increases while walking, weight bearing, climbing on stairs or rubbing knee. Patient was taking hydrocodone, naproxen, diclofenac sodium (pennsaid) and was applying cold compresses to alleviate pain. Patient reported that he had steroid injection and hyaluronic acid injections have failed to provide adequate relief. Patient was positive for chills and unexpected weight change, leg swelling, genitourinary frequency, urgency, headaches (latency: unknown). Patient had mildly antalgic gait. Patient was diagnosed with primary medial meniscus, posterior horn derangement, right, chondromalacia, right knee and right knee pain (latency: unknown). On 22-mar-2018, patient had right knee arthroscopy with partial medial meniscectomy and chondroplasty, patellar chondroplasty. Intra-operative findings showed patient had extensive grade 4 chondromalacia in right knee medial compartment involving the medial femoral condyle and medial tibial plateau, degenerative tearing involving the posteromedial meniscal horn and in central body of meniscus, grade 3 chondromalacia of patella, extensive synovitis in femoral notch (latency: unknown). Patient was seen for postoperative gait training and crutches were adjusted. Patient had little difficulty sitting down and standing from the chair with arms, moving from lying on back to sitting on side of bed, moving to and fro from a bed to chair, need to walk in hospital room, climbing 3-5 steps with railing (latency: unknown). On 28-mar-2018, patient was prescribed to initiate physical therapy. Corrective treatment: arthroscopy with partial medial meniscectomy and chondroplasty, crutches for medial meniscus, posterior horn derangement, right; chondromalacia, right knee/chondromalacia of medial condyl of right femur; arthroscopy with partial medial meniscectomy and chondroplasty, patellar chondroplasty, crutches for chondromalacia of patella, hydrocodone bitartrate/paracetamol (norco), for swelling three times normal; hydrocodone bitartrate/paracetamol, arthroscopy, crutches, hydrocodone, naproxen, diclofenac sodium and cold compress for joint pain/medial joint line tenderness/right knee pain; not reported for rest. Outcome: unknown for fever, infection, chondromalacia of patella; little difficulty sitting down, standing from chair, moving from lying on back to sitting on side of bed, moving to fro from bed to chair, to walk in hospital room, climbing 3-5 steps with railing; extensive synovitis of femoral notch, headaches, genitourinary urgency, genitourinary frequency, leg swelling, unexpected weight change; not recovered for rest . Seriousness criteria: life threatening for infection; intervention required and disability for medial meniscus, posterior horn derangement, right; chondromalacia of patella; chondromalacia, right knee/chondromalacia of medial condyl of right femur; joint pain/medial joint line tenderness/right knee pain. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Follow up information was received on 01-feb-2018. No new information received. Additional information was received on 18-apr-2018 from a patient's lawyer. This case initially assessed as non-serious was upgraded to serious as serious event of infection (seriousness criteria: life threatening) along with details was added. Clinical course was updated and text was amended accordingly. Additional information was received on 06-dec-2018 from lawyer. Medical history was added. Events of medial meniscus, posterior horn derangement, right, chondromalacia of patella, chondromalacia, right knee/chondromalacia of medial condyl of right femur, failed to provide adequate relief, unexpected weight change, leg swelling, genitourinary frequency, genitourinary urgency, headaches, extensive synovitis of femoral notch, little difficulty sitting down, standing from chair, moving from lying on back to sitting on side of bed, moving to fro from bed to chair, to walk in hospital room, climbing 3-5 steps with railing were added with details. Verbatim of event joint pain was updated to joint pain/medial joint line tenderness/right knee pain and its corrective treatment was updated. Verbatim of event drags leg was updated to drags leg/antalgic gait. Seriousness criteria was updated. Clinical course updated. Text amended accordingly.